Event description:
Boom of lift "base: 600 lb capacity" suddenly dropped while the lift was over the resident who was in bed. The cradle fell on her chest and arm. She denied injury/refused examination. Lift was not under weight load when it fell. After the boom fell, crank turned but did not lift or move boom. Crank failed to operate without grinding sounds. X 2 after replacement. 3 failures of crank in 1 month.